Event description:
Reportable upon analysis completed on 18dec2014. It was reported that a stent was unable to cross the lesion. The lesion being treated was located in the left anterior descending artery. The physician advanced 32x3mm promus premier¿ stent delivery system, however it was unable to cross the lesion. The device was successfully removed and the procedure was completed by implanting a 3.0x20mm promus premier and a 2.5x16mm omega stents. No patient complications were reported and the patient's current condition is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. The device was received with the stent protector and product mandrel inserted. The stent was damaged at its distal end. The struts on the two most distal rows were raised slightly and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).